Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed.

Event description:
Provider states taking too long to stop. There is no injury or ill effect. The dealer then called in to technical services in order to reprogram the joystick. It was reported the end user has been using this device for longer than 5 years. Any further information will be provided in a follow up report.